Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented posterior stabilized (ps), catalog # 42500606602, lot # 62316685. Persona articular surface, catalog # 42522600710, lot # 62294428. Persona all poly patella, catalog # 42540000035, lot # 62463048. Cobalt cement, catalog # 402282, lot # 627250. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00109, 0001822565-2018-03578.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised due to pain and loosening of the implant.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.